Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's left femur was revised due to subsidence. Rep reported that the lag screw ripped through the femoral head. Patient was revised to a total hip construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Implantation period of 1 year without event suggests correct implant placement but actually a typical cut out